Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" and "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, necrosis.

Event description:
Patient¿s guardian reported unknown side "rupture¿. Healthcare professional later reported right side device was intact and patient had "seroma" and "right side fibrotic capsule with focal fat necrosis". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe since it is a medical event and is not related to the device. Necrosis: unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed on the device. Yellow particle observed on the device. Wear abrasion observed on the device.

Event description:
Patient¿s guardian reported unknown side "rupture¿. Healthcare professional later reported right side device was intact and patient had "seroma" and "right side fibrotic capsule with focal fat necrosis". The device has been explanted and replaced.